Event description:
It was reported that during an implant procedure the healthcare professional had difficulty removing the guidewire out of the two catheters. After the guidewire was removed it was noted that both catheters had a leak in the middle. The two catheters were used to build one catheter which was implanted successfully. The drug used was baclofen.

Manufacturer narrative:
(B)(4).